Event description:
It was reported that low impedance alerts were noted on the right atrial (ra) lead. Further review indicated a potential lead integrity issue. No patient symptoms were reported.

Event description:
New information received indicated that a programming change was made. The patient was asymptomatic.